Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10772, 2017865-2020-10773, 2017865-2020-10775. It was reported that the patient experienced a pocket erosion and reported to the clinic. The physician sent him to the hospital for suspected infection and erosion of the implantable cardioverter-defibrillator (ICD) pocket. The ICD system was explanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.